Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-09472. It was reported that the patient presented in clinic for routine follow up. Upon review, it was discovered that the left ventricular lead was failing to capture. The patient presented for lead replacement procedure on (B)(6) 2019. The lead was explanted and replaced. During the procedure, the replacement lead became dislodged and exhibited loss of capture. The replacement lead was not used and a new lead was implanted. The patient was stable before, during, and after the procedure.